Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-oct-2025. As such, section d9 has been updated. It was reported that a patient underwent an ablation procedure with a navistar thermocool catheter and during the operation, the device was not irrigating and there was a high temperature reading from the catheter when radiofrequency was being delivered. Device investigation details: following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and temperature issues reported by the customer were confirmed as the occlusion observed in the irrigation holes could be related to the reported event. The potential cause for the occlusion could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navistar thermocool catheter and during the operation, the device was not irrigating and there was a high temperature reading from the catheter when radiofrequency was being delivered. The flow rate did change; however, the temperature did not seem right. After taking the catheter out for external examination, it was found that there was no irrigation. A second device was used to complete the operation. There was no adverse event reported on patient.